Event description:
It was reported that pt was in cardiac arrest, during use, device compressed once and displayed "replace battery". Battery was replaced, system again compressed once and displayed replace battery. Manual CPR was administered.

Manufacturer narrative:
Battery was not returned for investigation. The customer scrapped the failed battery, but had tested it and provided the data. Based on this data: for 3 batteries (serial numbers not known) provided data was corrupted. Corrupted data may be caused by not fully inserting the battery into the tester, and/or a defective or damaged electrical component in the battery. However, this could not be confirmed as the units were not returned.